Event description:
Hosp staff were treating a pt and attempted to deliver a defibrillation countershock and reportedly observed an electrical arc at or around the defibrillation electrodes. The electrodes were removed and the pt was shaved and a second set of electrodes was applied to the pt. The staff attempted a second countershock and allegedly observed another electrical arc upon defibrillation. The electrodes were removed and the hard paddles were used to deliver a successful defibrillation countershock. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.